Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter. The distal shaft of the device was not returned for analysis. The collar and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02/14/2017. It was reported that catheter failed to cross the lesion. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the guidezilla¿ could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a complete separation at the collar.